Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified, sharp broken and stress marks, near of the broken site, this condition was called surgical impact and smooth broken (along the same broken). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is a sharp broken due to surgical impact and a smooth broken due to smooth opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture.